Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The 80-85% stenosed lesion being treated was located in the moderately calcified, non-tortuous proximal right coronary artery (rca). The physician attempted to place the 3.00x12mm liberte bare metal stent, but was unable to cross the lesion. As the physician was removing the stent delivery system the stent embolized in the proximal portion of the lesion. The stent was crushed to the vessel wall of the rca with an unknown balloon. The procedure was successfully completed with a 3.00mm non-bsc stent. Patient status reported as "fine".